Event description:
A tandem mobi cartridge alarm was reported to have occurred multiple times since (B)(6) 2025. The alarm caused the customer's blood glucose levels to be displayed as "high," though no specific value was provided. The customer used a correction injection via manual delivery and changed pump supplies to address the issue, with no third-party assistance required. Tandem technical support confirmed the alarm and decided to replace the pump, which was still under warranty. The customer will receive a pump with updated software and provided instructions on returning the faulty pump in storage mode. They were instructed to program their settings and connect their continuous glucose monitor to the replacement pump. Customer will continue to use current pump.